Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 100 to 110 mg/dl. Testing performed twice daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 71mg/dl and 72mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/23/2015 and open vial date is (B)(6) 2015; test strips are expired. Recall test results performed from meter memory (date time not set): 101mg/dl, (B)(6) 2015, 02:17pm, fasting: yes; 104mg/dl, (B)(6) 2015, 05:00pm, fasting: yes; 118mg/dl, (B)(6) 2015, 03:36pm, fasting: yes; 117mg/dl, (B)(6) 2015, 04:58pm, fasting: yes; 106mg/dl, (B)(6) 2015, 03:35pm, fasting: no. Adverse event not reported.